Event description:
It was reported that the surgeon first used a torpedo ar-7400td and no metal shavings were present. Surgeon went on to use the ar-7300ds. After using the ar-7300ds, metal shavings were present. Unable to retrieve shavings. There was no bone shaving done for this case and no torquing of shaver or bone. All settings were correct. Procedure was a left ankle arthroscopy and debridement microfx osteochondritis.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed metal gouging found on the mid-point of the inner shaft. Further evaluation revealed slight bent outer shaft. This type of event is typically caused when end user applies excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.